Manufacturer narrative:
H3: one device was received for evaluation. Service history review was not performed. The customer problem was confirmed through the visual test. The device triggered ¿pump fails to start, cassette no locked. The latch/lock sensor was found to be the root cause of the issue and will therefore be replaced. The device will be submitted for functional and delivery testing and shall be returned to the customer once all tests are confirmed to be within specification.

Event description:
It was reported that the cassette sensor was defective. The event occurred during set up. There was no patient involvement.